Event description:
Home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during dwell 2/5 of hp's automated peritoneal dialysis (apd) therapy. Reportedly, after receiving the system error 2240 message, hp cycled the homechoice machine off/on twice and started therapy over using the same supplies. Hp did not disconnect self while starting the new therapy, therefore, hp was connected through the prime cycle prior to hp's second attempt at performing hp's apd therapy. Tsc assisted hp in ending treatment early. Per rn, no pt injury or medical intervention was associated with this incident.